Manufacturer narrative:
Corrected data: method code 4111 should have been included in initial MDR. Event: per updated information, the lens was implanted on (B)(6) 2019. The lens was exchanged for a different power lens on (B)(6) 2019 and the problem was resolved. The cause of the event is reported as unknown. Patient code 3191: secondary surgical intervention, lens exchange. Method code 4117 no longer applicable. Claim# (B)(4).

Manufacturer narrative:
Age or date of birth: unk. Sex: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Implanted: unk. Explanted: na. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -2.0/+2.0/042 (sphere/cylinder/axis), in the patients right eye (od). The patient experienced a refractive surprise and the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.